Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed to deliver marcaine 0.1% and fentanyl 2 mcg/ml at a continuous rate of 10 ml/hour, a 3 ml bolus dose, a 20 minute lock out and the delivery was started. No further programming parameters were provided. The customer contact reported after instructing the pt on the use of the bolus cord, the pt pressed the bolus button on the bolus cord. It was reported that after the pump delivered 3.9 ml instead of the expected 3 ml, the customer contact powered off the pump. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.